Event description:
It was reported that the customer received an empty package. It was still closed but the product - a screw for prox. Part. L 225 - was missing.

Manufacturer narrative:
The product was not returned for investigation. DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that the package was delivered empty. It was still closed as coming from the manufacturer. There were two pictures available for review. On the pictures it could be seen that the package was delivered empty. The product was not inside the packaging. It was also visible that the label of the distributor was on the package. The sealing area of the packaging seemed to be located on the label of the distributor. As the package was not sent back, we could not perform an evaluation. Review of internal documents - inspection plan: the packaging and labelling for the whole lot with (B)(4) parts was inspected in the incoming inspection 100%. In the inspection plan it is also visible that a label of the distributor was not involved. That means that the label of the distributor had to be sealed on the packaging by himself. Possible causes for the reported event: product was not inside the packaging due to inappropriate information on label and/or instruments or other collaterals. Possible as packaging was probably reopened by the distributor. A new label of the distributor was attached by himself. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The packaging was tested in winterthur by 100%. The investigation showed that there was an additional label on the packaging. The label of the distributor was attached on the packaging. This label was not attached in (B)(4) nor in the subsidiary in (B)(4). This label had to be attached by the distributor itself. The sealing area of the packaging seemed to be located on the label of the distributor. That means the packaging was probably reopened by the distributor to attach the label. As the whole lot was tested 100% in the incoming inspection and a new label of the distributor was attached by himself, there is no evidence for a malfunction. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).